Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer spent multiple nights in the emergency room and was hospitalized with a blood glucose (bg) level over 500 "even with multiple bolts". The customer declined follow up contact, therefore further clarification or additional information was unable to be obtained.